Manufacturer narrative:
Sinuses burning, eye irritation, taste in mouth - unlabeled. Inhalation - capital equipment, evaluated at customer site. The fse verified that there was no oil mist present. Customer stated that the smells were detected after a cycle was run with plastics masks in the load. The fse verified system meets manufacturers specifications. The fse ran an empty chamber test ok, and verified that no smells were present. Conclusion: other: device failure is load related. Reference MDR: 2084725-2008-00584 for employee with eye irritation and taste in mouth symptoms. Reference MDR: 2084725-2008-00585 for employee with heavy chest, burning throat, stuffy nose taste in mouth symptoms.

Event description:
The customer reported that three employees experienced human reactions from oil mist. One of the employees reported that she smelled a strong odor. She reported that the odor was only noticed when the door to the unit was opened. The employee went to seek medical attention. The physician checked her ear, nose and breathing and found nothing and had her return the next day. No further treatment was provided. The asp field service engineer (fse) went to the facility to assess the unit.